Event description:
During surgery to address patellar loosening caused by a fall, poly wear of the insert was also found.

Manufacturer narrative:
Examination of the submitted tibial insert component confirmed unanticipated wear due to third boy debris being introduced into the joint space. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.